Event description:
Event description cpi received information that at replacement procedure this transvenous defibrillation lead exibited an impedance < 10 ohms. An insulation break below the yoke was noted.